Event description:
It was reported that the rotawire and rotapro became entrapped with each other. The moderately tortuous and severely calcified lesion located on the coronary artery. A rotapro 1.25mm and a rotawire were selected for treatment. During removal both devices became stuck together while inside the patient. Both devices were removed together as one unit. The procedure was completed with another same device. No patient complications were reported. The patient status was good post procedure. It was further reported that there was no resistance during advancement. Observed maximum rotational speed was 200,000rpm. The device did not stall prior to becoming stuck.

Manufacturer narrative:
Returned product consisted of the rotawire drive. The wire body, proximal end, distal end, and spring tip were visually examined. A visual inspection revealed that the coil was stretched. Full inspection of the wire was not able to be performed. The returned rotawire was not able to be removed from the rotapro due to the stretched coil. Therefore, functional testing using the returned rotawire or a test rotawire could not be performed. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the rotawire and rotapro became entrapped with each other. The moderately tortuous and severely calcified lesion located on the coronary artery. A rotapro 1.25mm and a rotawire were selected for treatment. During removal both devices became stuck together while inside the patient. Both devices were removed together as one unit. The procedure was completed with another same device. No patient complications were reported. The patient status was good post procedure. It was further reported that there was no resistance during advancement. Observed maximum rotational speed was 200,000rpm. The device did not stall prior to becoming stuck.

Event description:
It was reported that the rotawire and rotapro became entrapped with each other. The moderately tortuous and severely calcified lesion located on the coronary artery. A rotapro 1.25mm and a rotawire were selected for treatment. During removal both devices became stuck together while inside the patient. Both devices were removed together as one unit. The procedure was completed with another same device. No patient complications were reported. The patient status was good post procedure.